Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
It was reported that implant movement occurred. A left atrial appendage (laa) closure procedure was performed. After meeting all release criteria, the 27mm watchman laa closure device was implanted. There were no recaptures during the procedure. A small jet (<5mm) was observed at implant and it was reported that echo images were poor, especially in high angles. At the 6 week follow-up, the device appeared to be 90 degrees tilted into the appendage. No further actions were taken and the patient's current status is fine.